Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glare/halos. The patient was dissatisfied and the lens was later removed and the problem was resolved.

Manufacturer narrative:
Correction: g1 h6. Claim# (B)(4).